Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were taking medication, and the goal was to eventually discontinue the medication for their bladder condition. The patient stated that after the device was installed and programmed by the technician, it worked remarkably well in conjunction with the medication. However, the doctor advised them to stop taking the medication to evaluate the device's effectiveness on its own. The patient mentioned that without the medication, the device was not performing as well because they have an overactive bladder that doesn't empty properly. The patient inquired whether they should adjust the stimulation or contact their doctor. The agent reviewed the information and redirected the patient to their healthcare provider (hcp) for further assistance. The patient noted that about two days after discontinuing the medication, their symptoms began to return, though not as severely. Before using the stimulator, the patient experienced severe incontinence, but with the stimulator and medication, they no longer needed to wear a pad and had no issues. The patient will follow up with their hcp.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.